Event description:
This is a spontaneous case report received from a nurse in united states on 26-sep-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted with lot number b97499 (expiration date dec-2016) for permanent contraception. According to the reporter, essure did not deploy correctly on left side. Physician did the typical motions and it looked like coil did not separate. Right at the ostia, it looked like a jumbled coil. A grasper was put and pulled on coil and it started uncoiling but would not come out. The coil was unsprung and the physician trimmed a bit of the excess in uterus and some left in the tube. Essure was placed in right tube successfully. Ptc investigation result was received on 15-oct-2014. (B)(4). Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty". Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of 10/13/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a deployment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment this ptc was initiated to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed by the rqu. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure essure did not deploy correctly on left side. It was reported that right at the ostia it looked like a jumbled coil/looked like coil did not separate (interpreted as device breakage), the health care professional put in a grasper and pulled on coil and it started uncoiling but would not come out/he trimmed a bit of the excess in uterus and some left in the tube (interpreted as device use error). As result a unilateral placement was achieved. All of these events are non-serious and listed in the reference safety information for essure, except for device breakage, which is unlisted. These events occurred during the insertion procedure therefore they were assessed as related to essure, except for device use error which was regarded as unrelated to essure due to its nature. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect and it was also stated that the possibility of a deployment difficulty event during the procedure is an anticipated event. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up information has been requested.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 04-mar-2015. The required numbers of follow-up attempts have been completed with no response to date. Case closed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure essure did not deploy correctly on left side. It was reported that right at the ostia it looked like a jumbled coil/looked like coil did not separate (interpreted as device breakage), the health care professional put in a grasper and pulled on coil and it started uncoiling but would not come out/he trimmed a bit of the excess in uterus and some left in the tube (interpreted as device use error). As result a unilateral placement was achieved. All of these events are non-serious and listed in the reference safety information for essure, except for device breakage, which is unlisted. These events occurred during the insertion procedure therefore they were assessed as related to essure, except for device use error which was regarded as unrelated to essure due to its nature. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect and it was also stated that the possibility of a deployment difficulty event during the procedure is an anticipated event. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.